Manufacturer narrative:
Additional device related to this event includes: tgu454510/13518731 (B)(4). A review of the manufacturing records for this device determined the lot me all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
Concomitant product(s): patient medications include but are not limited to: aspirin, celebrex, clindamycin, clonidine, hydralazine, iron, lidocaine, metoprolol tartrate, viagra a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a type a complicated aortic dissection and was implanted with two conformable gore tag thoracic endoprostheses with the most proximal device placed just distal to the brachiocephalic artery. The patient tolerated the procedure without any reported complications. On (B)(6) 2015 follow up computed tomography identified persistent filling of the false lumen at the distal arch and descending aorta with enlargement of the dta to 5.2cm at the distal arch. Dissection flaps appeared stable and extend into the abdominal aorta, renal and iliac arteries all of which appear patent. On (B)(6) 2015 the patient underwent reintervention for a continuous ascending dissection with a type b uncomplicated aortic dissection. An additional conformable gore tag thoracic endoprosthesis was placed at the level of the celiac artery and aggressively ballooned bud did not resolve the persistent filling of the false lumen. The physician chose to embolize the false lumen, and three 24mm medtronic iliac occluders were placed in a row at the distal base of the ctag device along the backside of the dissection flap. The patient tolerated the procedure and the false lumen was successfully occluded. On (B)(6) 2015 pre-discharge CT determined filling of the false lumen persisted via the origin of the left subclavian artery (lsa); and two of the iliac occluder plugs. A thoracic arteriogram also identified a type ii endoleak between the iliac occluders at the base of the ctag device. The type ii endoleak was treated first and embolization was performed with placement of approximately 13 terumo coils between the iliac occluders, which ultimately resolved the endoleak. Several terumo coils were then placed in the area of the lsa and backed out with the placement of two 8mm amplatzer plugs which completely embolized the lsa.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a type a complicated aortic dissection and was implanted with two conformable gore® tag® thoracic endoprostheses in zone 1, distal to the brachiocephalic artery. The patient tolerated the procedure without any reported complications. On (B)(6) 2015 the patient underwent reintervention for a type b uncomplicated aortic dissection and was implanted with an additional conformable gore® tag® thoracic endoprosthesis in zone 4 of the distal descending thoracic aorta. The patient tolerated the procedure without any reported complications. On (B)(6) 2015 the patient underwent reintervention for a type ii endoleak requiring embolization between iliac occluders at the base of the thoracic endograft and embolization of the left subclavian artery. The onset date of the type ii endoleak is reported to have been (B)(6) 2015. The patient tolerated the procedure without any reported complications.